Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to an inability to establish telemetry or interrogate. Troubleshooting was performed with no success. Magnet application did not result in beeping tones. This ICD is intended to be returned to boston scientific for analysis. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Attempts to interrogate the device were unsuccessful; with a memory download unable to be performed. The device case was then opened and a battery measurement was obtained; 0.24 volts noted. Detailed analysis was then conducted on the internal components. It was determined that the inability to interrogate this device was due to an internal short within the transformer which resulted in damage throughout the hybrid. Engineers conclude that this likely happened 90 days post implant during a scheduled capacitor reformation. This issue is discussed in the q2 2010 product performance report.

Event description:
--